Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was broken at the proximal clevis hub. The crimp was still visible. The clevis did not exhibit any wear, but the broken strands stuck out at the wrist. Other cables at wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair procedure, the surgical staff noted that the fenestrated bipolar forceps instrument had loose cables at the tip. There was no report of fragments falling into a patient. There was no allegation of any harm, injury or adverse outcome to a patient.